Event description:
It was reported that, "patient presented with continued pain following primary hip replacement surgery."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: 6.5 cancellous bone screw 20mm, catalog # 2030-6520-1, lot codes: mjk20r and mjlpd0; 6.5 cancellous bone screw 25mm, catalog # 2030-6525-1, lot code: mjk703; trident 0 x3 insert 36mm ID, catalog # 623-00-36f, lot code: mjna7t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Additional information has been requested and if received, will be provided in a supplemental report.